Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 337 mg/dl. The customer stated that she changed her infusion set the day prior to the event because of high blood glucose readings. The customer stated that she tried to treat the high blood glucose with manual injections, but her blood glucose levels remained elevated. It was explained to the customer that the insulin may have been denatured since the manual injections also did not lower her blood glucose levels. At the time of the initial call troubleshooting could not be performed because the customer had taken the battery out of the insulin pump. The customer called back and troubleshooting was performed at the time. The insulin pump passed the prime test, but the high pressure test could not be performed because the customer did not have a tubing clamp. The customer has been sent a tubing clamp and will call back to perform the height pressure test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.